Manufacturer narrative:
(B)(4). Additional narrative: baxter will continue to monitor similar reports to determine if further actions are required. It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 245 ml of fluid inside the reservoir. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an infusor leaked into the housing, on the outside of the reservoir during infusion. The device was being filled with 230-ml of an unknown solution. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.